Event description:
It was reported that a part was broken.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Failure analysis investigations confirmed the customer-reported complaint. The endoscope cable integrated connector was visually inspected and found to be broken. The root cause of the broken connector is attributed to user actions, such as improper reprocessing. Additional observations not reported by the site: the endoscope was visually inspected and found to have minor cuts in the cable insulation. The damage was located at zone c near the endoscope housing. The root cause for the camera cables being cut in zone c is typically attributed to the user, such as improper handling of the cable during use or reprocessing. The endoscope was evaluated and found to have a defect in the camera instrument adapter. The endoscope was subjected to a friction test using a screening aid to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly, and noises were heard during testing, confirming binding. The camera instrument adapter was removed from the endoscope housing, evaluated, and found to have an aea shaft bearing contributing to the friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The camera was transferred to advanced failure analysis for further investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer-reported complaint of a vision problem with the part being broken. The endoscope cable integrated connector was visually inspected and found to be damaged. The root cause of the broken cable connector is typically attributed to user actions, such as inadvertent collisions with hard surfaces or dropping the scope. Additional observation not reported by the site: the endoscope was evaluated and found to have a camera instrument adapter defect. The endoscope was subjected to a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly, and noises were heard during testing, confirming binding. The camera instrument adapter was removed from the endoscope housing, evaluated, and found to have an aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found to have a minor cut in the cable insulation. The damage was located at zone c near the endoscope housing. The root cause for the cut camera cables in zone c is typically attributed to the user, such as improper handling of the cable during use or reprocessing. The endoscope was tested on an in-house system or equivalent for functional testing and failed due to an electrical failure. The root cause for the functional test failure due to an electrical issue is not determinable/applicable. The endoscope was connected to an afa test fixture, and a functional test was performed to verify electrical/communication performance, which it passed. The camera module integrity was tested by applying heat to the distal tip (~55°c), and the result was that the camera module started to fail, as the left eye showed a noisy image. The assumption is that the camera module was defective, and it was extracted for inspection. No other functional tests could be performed due to a lack of communication with the camera module, confirming the failure of the component. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. Applying excessive pressure while wiping down the fingers to clean the moisture or any residue can cause damage to the connector pad. Additionally, damage at the endoscope controller (ec) can also be transferred to the fingers when a damaged ec is connected to the connector, causing the fingers to bend. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
Refer to h11 for follow-up information.